Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 146 mg/dl. Assisted with performing displacement test. Test result was passed. Customer was able to rewind and load it without the reservoir and got an error. The insulin pump also passed self-test. Explained pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No motor noted during testing. Pump tested ok.